Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer replaced the set, but the issue was not resolved. The customer's blood glucose level was 152 mg/dl at the time of the call. The customer was assisted by paramedics with an issue non-related to the initial call. A new reservoir was sent to the customer